Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: "visual analysis of the photographs identified: device is seen ruptured. Device patch with lot number 1392268." "The pattern of the break cannot be determined because it cannot be checked under a microscope. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture," "discomfort, slight soreness and fatigue".

Event description:
Patient reported rupture related to the right side, diagnosed by MRI and ultrasound, and "implant capsule with inflammation." Healthcare professional reported "discomfort, slight soreness and fatigue." Also reported "fatigue" which was determined to not be device related. Device has been explanted.